Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that there was an issue with the power cord. The power supply will not power up the programmer. Analysis confirmed the customer comment of a touch screen issue as it was noted that the cursor jumped from stylus tip. Replaced computer platform (cp). Unable to confirm programmer would freeze. Could confirm unable to select icon associated with presenting rhythm screen. Reconfigured drive and reloaded and updated software as a preventative measure. Programmer was missing all rubber covers on left side of programmer however this does not affect operation of programmer. Cp replacement resolved this issue. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional device evaluation was carried out. Connected dut power supply to 110vac wall power. The ac power supply did not power-up a known good computing platform. Continuity checks of the dc-side power supply cable did not identify a faulty plug or dc cable. After destructive analysis on the power supply cable, verified ac-dc power supply output applied at the input. Confirmed power supply will not power up the encore computing platform caused by ac-dc power supply out-of-specification electrical. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that difficulty was experienced using the touch screen of the programmer to select a button in the upper right quadrant of the display regardless of whether a stylus or finger was used. It was noted that during interrogation it was not possible to select the chevron associated with stored episodes or select to freeze presenting rhythm on the screen. It was further reported that the power cord was not charging. The programmer was returned for service. There was no patient involvement.